Event description:
A blue-green fluid was detected to be coming from a scope that was set-up in anticipation of a procedure in a procedure room. Investigation involved removing the cover of the scope processor. At this time, it was determined that a similar or same liquid was pooling inside an air tubing within the processor that should not have been present. The processor was immediately pulled from use and replaced with a back-up processor for patient care. Upon learning of this, an investigation of all processors at all sites conducting endoscopy using scope processors was initiated. The manufacturer has also been alerted and conference calls to discuss are planned today. We are also submitting the liquid specimen for toxicology testing and for microbiology testing. Clinical engineering has been involved as has infection prevention and epidemiology.